Manufacturer narrative:
This supplemental submission was not needed. Cancelled in our complaint system. Numbering of follow up 2 was incorrect and should have been follow up 1. All information for MFR # 9616066-2016-01472 is included in the initial submission and follow up 2. Also as stated in follow up 2: "correction: disregard file, it is a duplicate of file manufacturer report number: 9616066-2016-01354".

Event description:
No additional information.

Manufacturer narrative:
Correction: disregard file, it is a duplicate of file manufacturer report number: 9616066-2016-01354.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while infusing irinotecan/leucovorin the patient noticed arm was wet. The nurse was notified and it was determined that leak occurred at the y-site. There was no report of patient harm